Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a series of no external power events on (B)(6) 2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The mpu had a v-lock connector on the ac power cord. The patient believed that the ac power cord came loose at the wall outlet, not from the back of the unit. The patient and caregiver believed the issue was isolated to specific outlet that was in use in their home. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days (24apr2024 ¿ 26apr2024 per time stamp). On 26apr2024 at 06:27:54, 06:35:21, and 06:35:46 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1.9 ¿ 3.6v. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the patient believes the ac power cord came loose at the wall outlet. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.